Event description:
Reference number (B)(4). Event occurred in netherlands it was reported that the patient faced infusion set came off the body during sleep on (B)(6)2026. The patient experienced high blood glucose and the issue was resloved after replacing the infusion set and delivering bolus. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. E1: patient city: (B)(6) patient country: netherlands